Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a [thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially it was reported that the carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. The force sensor error 106 was assessed as non MDR reportable. Warning functioned as intended. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was a hole observed on the pebax surface with reddish material inside. The hole on the pebax surface was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed and a hole was observed on the pebax surface with reddish material inside. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. However, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. Then, the catheter was connected to carto 3, and error 106 was observed due to an open circuit inside the tip. The customer complaint was confirmed. The force issue reported by the customer could be related to the error observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole observed on the pebax surface with reddish material inside¿ and the customers reported ¿force sensor error 106¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customers reported ¿force sensor error 106¿ issue. Manufacturer's reference number: (B)(4).